Manufacturer narrative:
The medical history was received and evaluated. The reported infection, compounded by granuloma, is the probable cause of failure.

Event description:
Implant was placed 12/22/95 and removed 4/16/96.